Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on april 5,2007, and alleged that the meter would not power on. The patient was unable to test for approximately 1 week before he called his physician for advice. His physician sent him to the lab to have a blood glucose test. The patient began to experience the blurry vision a few days before contacting his physician. The lab result was 313 mg/dl. The physician referred the patient to a diabetes specialist and to his ophthalmologist. The patient is still experiencing blurry vision, as of five days later. The patient stated that he takes metformin and glypizide and he continued to take it as directed. He stated that he did feel the blurry vision was due to high blood glucose, which is why he called his physician. The patient stated he would have contacted his physician sooner had he known his blood glucose was high. The patient was using the correct test strips and the correct battery; however, the battery was not inserted correctly. The meter issue was resolved with troubleshooting. This complaint is being reported, although the meter issue appeared to be due to use error, as the patient alleged he was unable to test, and during that time, he developed symptoms and was found hyperglycemic. A replacement meter has been sent.